Event description:
It was reported that ins (implantable neurostimulator) system had been removed because the patient would need an MRI in the future.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3550-29, product type accessory; product ID neu_siliconeanchor, product type accessory; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4). No device analysis was performed; the device met risk based criteria.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.